Event description:
It was reported that the syr 3ml 22ga 1-1/4in jpk/sil no assy ndl packaging seal was found with a hair trapped in it. Lot #'s 9015772 and 9015795 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from spanish to english: "syringe with hair trapped in the packing seal."

Manufacturer narrative:
Investigation: photos received for investigation. Upon evaluation, it is observed the presence of a hair in the blisterpack. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. As a part of the personal protection equipment, cover head is used, which covers the head completely. Prior to this the hair incident was due to a fail in the clothing procedure by the operational staff.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9015772. Medical device expiration date: 2024-01-12. Device manufacture date: 2019-01-15. Medical device lot #: 9015795. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-01-15. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syr 3 ml 22ga 1-1/4 in jpk/sil no assy ndl packaging seal was found with a hair trapped in it. Lot #'s 9015772 and 9015795 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from spanish to english: "syringe with hair trapped in the packing seal."